Manufacturer narrative:
Device has been evaluated but not repaired. Estimate rejected and device scrapped per customer's request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were observed. The device's internal battery, power management board, and detachable battery cable need to be replaced to address the issues.